Manufacturer narrative:
Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. Upon inspection, baxter field service technician determined that the shaft inside the electrical motor had broken. Baxter field service technician replaced the electrical motor to resolve the issue. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a patient fall during a transfer were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician to report on the likorall 200 when transferring from the chair to the bed after putting on the strap, a person was in the electric chair, the remote was pressed to lift the harness. The strap came up for a few seconds and suddenly released causing the person to fall a short distance into the chair. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.